Event description:
According to the reporter: the balloon of omst12bt bursted during surgery. Pt involved without injury. Current condition of pt: recovered; medical intervention not required. Product was not tested prior to use. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).